Manufacturer narrative:
Patient information now provided. A medtronic representative reported the original tracer registration was still present for the patient exam; it did not appear the registration was lost or that the patient was re-registered. She checked out system and did not find any issues. System functioning properly. The software log files did not contain any information that would indicate that a registration was lost.

Event description:
A medtronic representative reported that, while in a procedure, the site lost registration during navigation. The medtronic representative was supporting the start of the surgery and the patient was successfully registered, instruments were verified and accuracy checked. A registered nurse (rn) reported that registration was lost after the surgeon performed the septoplasty on the patient. The nurse also noted that the instruments were no longer registering. In trouble-shooting, the medtronic representative instructed the site to re-register the patient. When that was unsuccessful the surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis.